Manufacturer narrative:
Evaluation:results: visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4). Lens not returned.

Event description:
The reporter stated there was a loading error with a cc4204a collamer aspheric single piece lens, the lens touched the patient's eye but there was no injury.